Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a tego was found not to aspirate during patient use. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: photos were provided by the customer. No defects or anomalies noted. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.